Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer's hospitalization from the attorney of the family. The information received on (B)(6) 2016, stated the following - reporter alleges: in or about 2014 the customer began using an insulin pump. In (B)(6) 2014, the customer was using a medtronic minimed paradigm insulin pump. On or about (B)(6) 2014, the customer was hospitalized for high blood glucose and diabetic ketoacidosis. Despite using the insulin pump, infusion sets, and insulin reservoir in a reasonable and foreseeable manner, the customer experienced steadily increasing blood glucose levels. Even after requesting additional insulin from his insulin pump, the customer's blood glucose continued to rise. The customer went to the ER and received treatment for his hyperglycemia and diabetic ketoacidosis. The attorney claimed that the customer was injured due to incorrect doses of insulin delivered by the insulin pump. However, the insulin pump has not been returned.